Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 2944, FDA patient problem code(s): 2199.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced foreign matter on device cannula / needle / or any fluid path component. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated there are "dirty needles, no nsi."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced foreign matter on device cannula / needle / or any fluid path component. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated there are "dirty needles, no nsi."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.